Manufacturer narrative:
The customer biomed was requested to test the device. Due to insufficient information, the reported problem could not be confirmed. The customer was not answering communication attempts from the remote service engineer(rse). Due to insufficient information philips was unable to conduct functional analysis of the device. The work orders were cancelled by the rse. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the monitoring events do not ring on the clinician's phones for patients. Patient involvement is unknown. There was no report of patient or user harm.